Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The mitraclip instructions for use (IFU) states: do not use the device if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. All information was investigated and the reported sgc knob issue and subsequent difficulty positioning the device appears to be a result of user technique/procedural conditions and due to the transseptal puncture location. In addition, the reported device causing damage to another device appears to be related to user error, as the sgc continued to be used after the knob issue was identified which contributed to an slda of the first implanted clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The implanted clip is filed under a separate medwatch report number.

Event description:
This is filed to report the loss of curve on the steerable guide catheter (sgc), resulting in a single leaflet device attachment (slda) of the implanted clip. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the leaflet. Grasping was difficult and visualization was challenging due to the patients respirations, but the clip was successfully deployed. A second cds was advanced through the sgc; however, the curve on the sgc began straightening because the knob would not hold the curve and needed to be held, making positioning of the cds difficult. Although not functioning properly, the device continued to be used and instead of advancing between the anterior and posterior mitral valve leaflet, the cds pushed on the anterior leaflet. Several seconds later, the clip detached from the anterior leaflet (slda). This clip was then deployed to stabilize the slda clip. Mr was reduced to 1-2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.